Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a loose blood sampling valve (bsv). He replaced the bsv and verified instrument performance. (B)(4).

Event description:
The customer reported the mode-mode calibration test failed for the white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) parameters when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.